Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation, the monitor produced an sd card fault. The cause of the lack of ECG data is the sd card fault. The root cause of the sd card fault cannot be positively identified. Sd card faults do not affect the essential performance of the device. Device manufacture date: monitor: 03/05/2014, belt: 04/05/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Review of the download data indicates that the patient first entered bradycardia at 2:42:45. The device then detected asystole at 2:54:52 and the patient subsequently received one shock at 3:00:14. The patient's ECG during this time is not available. The device again detected asystole at 3:01:02 and the device was shutdown at 3:25:13.